Event description:
Pt reported that their one touch ultra meter would not turn on. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. Pt was tested on another meter with a result of 120 mg/dl. No further clinical info was provided.